Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign material was unable to be identified. No physical damage that caused the foreign matter to remain has been confirmed. The event can be detected/prevented by following the instructions for use which have the following descriptions: chapter 6 compatible reprocessing methods and chemical agents. Chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the evis exera ii ultrasound gastrovideoscope had an obstruction in the suction channel. The reported issue occurred during preparation of use for an unknown procedure. The customer stated that the facility used a bw-412 brush to attempt to push on the ¿obstruction¿ and it would only go down approximately five inches. There was no patient/user harm or injury reported due to the event.